Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An as-received simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. During the treatment test, draining slowly messages were encountered that were expected due to the tidal drain setting being larger than the tidal fill settings. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid in the recesses of the bottom cover adjacent to the pump assembly, on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.¿clinical investigation: a temporal relationship between continuous cyclic peritoneal dialysis (ccpd) therapy on the liberty select cycler and the patients sudden cardiac arrest leading to their death cannot be determined at this time. There was no report whether the patient was actively undergoing renal replacement therapy at the time they expired. The cause of death can be attributed to a sudden cardiac arrest as reported by the peritoneal dialysis registered nurse (pdrn). Cardiac disease and sudden cardiac arrest are the leading contributors to mortality in end stage renal disease (esrd) patients. It is well-known that esrd patients are at a high risk for mortality due to the stress renal dysfunction imposes on cardiovascular work systemically. Additionally, esrd in the environment of multiple comorbidities, including diabetes and hypertension, present a poor prognosis of survival. Based on the available information there was no specific allegation or objective evidence a fresenius product deficiency or malfunction caused or contributed to this patients death.

Event description:
A patient contact reported that a peritoneal dialysis (pd) patient passed away. Upon follow up, the patients pd registered nurse (pdrn) reported this patient expired in the emergency department on (B)(6) 2020 due to a sudden cardiac arrest. It was reported the patient contact checked on the patient around 10:30 pm on (B)(6) 2020 and found the patient was unresponsive with a systolic blood pressure around 80 mmhg. Emergency services were activated and upon their arrival to the patients home, the patient was found in asystole. Cardiopulmonary resuscitation was initiated by emergency services and the patient was transported to the emergency department where the patient was pronounced deceased at 1:13 am on (B)(6) 2020. It was unknown if the patient was undergoing ccpd therapy on the liberty select cycler at the time of the cardiac arrest. It was confirmed this patients sudden cardiac arrest leading to her death was unrelated to ccpd therapy and not due to a deficiency or malfunction of the liberty select cycler or any fresenius product(s) or device(s).